Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump does not give no delivery alarm. Customer's blood glucose at time of incident was 3.5 mg/dl. The customer stated the pump was not dropped or bumped and no MRI. The customer will returned pump for analysis and be replaced.